Event description:
It was reported by the independent repair center that the unit is alarming/displaying red light, and the primary cause of the reported malfunction is the 4 way valve is not shifting. No patient injury reported, no additional information provided.